Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however the attached customer video confirms the reported issue of the plunger went under the lens. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The attached customer video confirms the reported issue of plunger went under the lens; however since the sample was not returned the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery, after phacoemulsification, prior to iol implantation, lens was opened and used company viscoelastic to load with company cartridge and used company injector. Company injector plunger went under the lens and scratched the lens. Doctor decided not to proceed with the implantation of faulty lens, changed to another new iol and another unit of company injector to proceed and complete the lens implantation. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2023-82494